Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a cracked end cap and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the drive support cap appears to be damaged, and the customer noticed while priming. No further information was provided.